Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: l5/s1 tlif was performed. Postop an s1 screw fracture was noted and the construct was revised. Films appear to show an l5/s1 fusion without interbody device, followed by another lateral with interbody device in place, complete revision of the metal hardware. Lateral CT image shows the fractured s1 screw shaft that was present when the first film was taken one year postop.

Event description:
It was reported that the patient underwent a tlif at l5-s1 to treat isthmic spondylolisthesis. Sometime post-op it was reported that the right screw at s1 was found to be broken. The patient underwent a revision surgery approximately 1 year post-op to replace the broken screw. No additional patient complications were reported.